Event description:
It was reported that after an implant procedure the patient woke up with numbness in the lower exterminates and was transported the hospital and admitted overnight. The next day the issues resolved and at post-op appointment effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000152902.

Manufacturer narrative:
Date of event estimated. Correction - section h6 - code correction the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.